Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available.

Event description:
It was reported that an air embolism occurred. A left atrial appendage (laa) closure procedure was being performed, a versacross connect for laac kit was selected for use. Venous access was obtained, and a watchman trusteer access system (was) was inserted along with versacross connect (vcc). Prior to transseptal puncture (tsp), the physician stated the patient aspirated 5cc of air into the was due to the patient snoring. The patient then had a significant snore right after tsp was completed when a versacross rf wire was being exchanged with the was in place. There was no detectable pulse. Cardiopulmonary resuscitation was initiated, 100% oxygen administered, and a temporary pacemaker was inserted. The patient was stabilized. A 24mm watchman flx pro closure device and delivery system (wds) was inserted, deployed, and implanted. There was no effusion noted on transesophageal echocardiogram (tee) imaging. The procedure was concluded. The patient woke up from sedation and was not moving so was transferred to the intensive care unit (ICU). Minor movement was noted one (1) hour post index procedure. The patient has been discharged later. The device is not expected to be returned for analysis (disposed). There were no difficulties encountered during the transseptal puncture. On tee there was immediate shadowing of air embolism. The was sheath valve was opened during initial insertion then tightened per usual. The versacross dilator was in the patient until the septum was crossed then exchanged for the versacross rf wire. In the physician opinion, it is not believed that access solutions (transseptal products) contributed to the patient complication.